Manufacturer narrative:
Date estimated customer reported event occurred in (B)(6). Investigation pending.

Event description:
Patient self tester called alleging discrepant inratio value. (B)(6) 2014; inratio 1.4; lab 2.4. Tests performed within 60 minutes. Patient's therapeutic range 2-3. No reported adverse patient sequela. No additional information provided.